Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with a button pressed or strip insertion. As a result, the customer reported was unable to monitor their blood glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection for the diagnosis of hypoglycemia. The customer additionally reported experiencing a stroke. Please note: that diabetes is associated with an increased risk of stroke, and this increased risk occurs over a prolonged period of uncontrolled diabetes, over several years. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with a button pressed or strip insertion. As a result, the customer reported was unable to monitor their blood glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection for the diagnosis of hypoglycemia. The customer additionally reported experiencing a stroke. Please note: that diabetes is associated with an increased risk of stroke, and this increased risk occurs over a prolonged period of uncontrolled diabetes, over several years. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed due to user error. The damaged usb port prevents the customer from charging the reader which would lead to the reader not turning on. Visually inspected the returned usb charger and usb cable and no damage was observed. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and the power adapter voltage was measured to be within specification range. Power adapter test passed. The returned reader was de-cased and attempted to download reader data while in the test fixture. Unable to extract reader data due to damaged usb port. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with a button pressed or strip insertion. As a result, the customer reported was unable to monitor their blood glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered a glucose injection for the diagnosis of hypoglycemia. The customer additionally reported experiencing a stroke. Please note: that diabetes is associated with an increased risk of stroke, and this increased risk occurs over a prolonged period of uncontrolled diabetes, over several years. No further details were provided. There was no report of death or permanent injury associated with this event.